Event description:
The patient underwent a revision surgery on (B)(6) 2024, to address stimulation lead dislodgement. After the revision procedure, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the or, opened the neck incision, applied pressure to the hematoma, and closed. This resolved the issue.